Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 415mg/dl due to the infusion set falling out. The customer treated with insulin. Customer indicated that their doctor has not been contacted. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer declined high blood glucose troubleshooting and no further details were given.